Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was not impacted. The customer reloaded the current cartridge successfully and received an accurate fill estimate.